Manufacturer narrative:
The pump was received with a corroded battery tube (battery leakage) however, powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Removed and reinstalled the battery several times during testing. The display switched to the "insert battery" screen after the battery was removed. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was monitored and no blank display or unexpected power/battery alerts were noted during testing. No excessive or unusual power/battery-related alarms noted in the history files. The pump was cut open to perform a visual inspection. Moisture damage (battery leakage) was found on the electronic assembly (pcba 1 and pcba 2), bottom of the battery tube (inside the pump), and vibrate harness assembly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: corroded battery tube, scratched case and pillowing keypad overlay. Red battery icon displayed during a battery change and blank display anomalies are not confirmed. Corroded battery tube and moisture damage on the inside of the pump were found during an inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change the battery on the pump still saw red on the battery icon and customer mentioned pump had blank display. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884. Troubleshooting was performed. Customer reported a short battery life or a low battery alarm. Customer reported battery lasted more than 1 week. Customer was explained this was expected behavior. Customer reported battery cap contacts and battery compartment and/or springs were not damaged. Customer also mentioned display did not return after inserting a new battery. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1884 was requested and customer response was the device will be returned.